Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient reported after having a shower the headset of the infusion set was unstuck. The patient wanted to disconnect the infusion set from the pump and suddenly the tube was separated from the luer lock. The medical team sent patient to the emergency room because she presented hyperglycemia and ketone bodies. Device not available for return.